Event description:
The pump was returned for investigation. Investigation revealed that there was moisture inside the battery compartment which was cracked, a damaged battery cap, and a dim display screen. This report is made based on results of investigation completed on 11/04/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2013 with the following findings: there was evidence of moisture contamination inside the battery compartment. There was a crack observed at the battery compartment in the thread area as well as damaged battery cap threads. A power loss was not observed. There was no additional moisture found inside the pump when the case was removed. The text on the display screen was dim, discolored, and difficult to read. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text.